Manufacturer narrative:
Conclusion: based on limited information, including no identification of the relevant lot number, a relationship between the event and strattice could not be determined. Due to lack of information, strattice as a contributing factor cannot be ruled out. Lifecell reports the event in an abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
This report is associated with the left-side strattice mesh. Please refer to MDR 1000306051-2018-00041 for the right-side strattice mesh report. It was reported that a (B)(6) year old female patient had previously undergone bilateral mastectomy, tissue expander, and implant reconstructions. On (B)(6) 2018, the patient was returned to surgery for partial capsulectomy, revision, and repair. Intraoperatively, the left side showed poor ingrowth of strattice and required removal and replacement of the breast implant. The revision was completed and the patient was taken to recovery in good condition.